Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, stress testing, and shock testing without duplicating the customer's report. The device was recertified and returned to the customer. Review of the device log did not observe a 200j shock entry. Review of the log did observe the device discharged a shock at the selected energy of 120 j within specification based on the patient's transthoracic impedance. The device appears to have operated as intended. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient in her 40's, the device's defib output was out of specification using external paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.